Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a 0.2m cadd filter tubing had a quality defect that resulted in the tubing becoming unsuitable and the treatment flowing to the soil (immunotherapy). Per reporter, the product defect was discovered at the end of infusion and resulted in an incomplete administration of treatment as well as contamination of the patient's environment. The treatment has passed on the floor of the patient¿s room. No adverse event was reported.

Manufacturer narrative:
H3: the device and one customer image were received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. Visual and functional tests were performed. The complaint of separation was confirmed. The probable cause of the issue was due to inconsistent solvent application at the tubing junction during manufacturing.